Manufacturer narrative:
The reported event indicates an issue with a controller display. The patient's device was exchanged without incident and there was no reported patient injury. The controller was returned to heartware for evaluation. Review of the device history records confirms that the device met all specifications for release. Analysis of the controller confirmed the reported malfunction. The controller failed functional testing which revealed inoperative pixels on the lcd display. The confirmed malfunction is related to the reported event. Review and analysis of the controller log files did not reveal any abnormal events between (B)(4) 2013. The root cause of this issue cannot be conclusively determined based on the available information. The most likely root cause is a faulty electrical component causing a partial display failure.

Event description:
Approximately ten months post heartware lvad implantation, the distributor reported that the patient complained of a distorted display on the controller. The controller continued to work, but was replaced due to the poor visual display on the controller screen. The controller was exchanged with no reported patient injury.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned controller's liquid-crystal (lcd) display had missing pixels. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.